Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the device was unable to obtain a 3-lead and 12-lead ECG. There was no negative patient impact. The patient was transported to the hospital without incident.